Event description:
It was reported that the patient was involved in a motor vehicle accident and needed an MRI; however, the patient was unable to place their system into MRI mode. Troubleshooting revealed high impedances on one lead. As a result, surgical intervention may be undertaken in the future. It is unknown which lead has high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(6), serial: (B)(6), batch: a000102707.

Event description:
Additional information indicates surgical intervention was undertaken on(B)(6)2022 wherein the leads were explanted and replaced to address the issue.